Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis deflation, right breast capsular contracture. Concomitant medical products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was reported. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 1/23/2020, the mentor failure analysis lab received the device for evaluation. On 1/29/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient developed capsular contracture and experienced a deflated saline breast implant. During visual evaluation of the device, a crease was observed in the posterior view. Additionally, a tear within the crease was noted, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).